Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving excessive battery out limit alarm after replacing battery due to a blank screen display. Customer reported that alarm occurred during normal use. Customer's blood glucose was 279 mg/dl customer reported that blood glucose that morning was 600 mg/dl, and was treated with bolus delivery. Customer was advised that battery cap would be replaced.